Event description:
A report received from (B)(6) stated an 840 ventilator experienced an error code which was caused by an electric defect of the keyboard. The device was being used on a patient at the time of event. The patient was removed from the device and placed on an alternate ventilator.

Manufacturer narrative:
A customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced keyboard. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing (pvt) according to MFR specifications. In the event that add'l info is obtained, a supplemental report will be issued. (B)(4).